Event description:
It was reported that this system exhibited noise and oversensing with continued pacing impedance measurements less than 200 ohms on the right ventricular channel. Lead insulation damage is suspected. System replacement will most likely occur in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a pacing impedance measurement less than 200 ohms on the right ventricular (rv) channel. All other lead diagnostics were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this system was subsequently explanted and replaced with a competitive system. No additional adverse patient effects were reported.